Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer alarming for low glucose alerts. The device alarmed hardware low level failure during self-test. Customer reported they did not hear beeps when audio volume settings were saved. The customer¿s blood glucose was 80 mg/dl. The device will not be returned for analysis.